Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Updated the medical device problem codes o reflect the grounding failure that was reported. Updated the component code to be accurate. The pump was returned on 10/8/2024 and it was tested on 12/10/2024. The reported issue was not verified during testing. Reference to complaint # (B)(4).

Event description:
On 08/28/2024, znyo medical received a report from the customer that the pump had failed the ground resistance test. The test value was 580 mohm (<500 mohm). No report patient was involved.

Manufacturer narrative:
There are no complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range. As a result, it is determined that the device does not need to be returned for further evaluation, given that the power filter module successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).